Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fabric surrounding the ventricular assist device (vad) shoulder pack strap ring was fraying. The pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the d ring strap was frayed. As a result, the reported damaged d ring strap was confirmed. The most likely root cause of the damaged d ring strap can be attributed to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.